Manufacturer narrative:
Calibration and controls were acceptable. There is not indication of a reagent performance issue. The field service engineer performed precision studies and these were acceptable. Quality controls recovered within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant lipoprotein (a) gen. 2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The initial values were accompanied by data flags and the samples were then automatically repeated on the analyzer. The first sample initially resulted in a lipoprotein (a) value of 58 mg/dl and it automatically repeated as 49 mg/dl. The sample was repeated twice on a second analyzer, resulting in values of 28 mg/dl and 29 mg/l. The sample was also repeated on the complained analyzer, resulting in a value of 28 mg/dl. The 28 mg/dl value was deemed correct. The second sample initially resulted in a lipoprotein (a) value of 79 mg/dl and it automatically repeated as 65 mg/dl. The sample was repeated twice on a second analyzer, resulting in values of 52 mg/dl and 52 mg/l. The 52 mg/dl value was deemed correct.